Event description:
It was reported the er420 was used during a lap cholecystectomy. It was reported by the affiliate the device was spitting clips. There was no consequences to the pt.

Manufacturer narrative:
D6: device returned with no lot ID. Based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips within design spec when tested. It was concluded that the instrument was conforming to design specs. The experience the surgeon reported could not be repeated.